Event description:
It was reported via legal notification, that patient, underwent initial bilateral knee replacement surgery on (B)(6) 2018 and was implanted with a truliant posterior stabilized tibial insert in both his right and left knees. Following the surgery, plaintiff began experiencing increasing chronic knee pain in both knees that steadily became worse. Plaintiff also reported stiffness, swelling, inflammation, nonreciprocal gait, and an inability to use stairs without experiencing severe pain in both knees. Plaintiff¿s physician informed plaintiff that due to exactech¿s recall of plaintiff¿s knee implant, plaintiff ¿may be dealing with some early wear and inflammatory response inside both knees¿ and may be experiencing ¿loose femoral components with the bonding of the femur from the cement mantle.¿ plaintiff¿s physician suggested revision surgery and explained that the surgery ¿would be a full revision if [plaintiff] is found to have a loose femoral component at the time of surgery.¿ plaintiff underwent right knee revision on (B)(6) 2023, approximately 4 years 8 months post initial procedure, due to pain and loose femur. Plaintiff was last known to be in stable condition following the event. No device return anticipated due to this being a legal case. No further information.

Manufacturer narrative:
Procode: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Concomitant medical products: (B)(4), 02-022-35-3511 - truliant tib imp ps insert sz 3.5 11mm* *recall device. (B)(4), 02-022-45-3535 - truliant tib fit tray cem sz 3.5f / 3.5t. (B)(4), 200-07-32 - advanced patella 32mm 3 peg implant. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
Revision operative report of (B)(6) 2023-patient was revised to competitor's devices. Failed right tka secondary to polyethylene wear and lysis secondary to a recalled polyethylene insert and femoral loosening. ¿there was significant damage on the patella. ¿ there was some lysis developing in the medial aspect of the patella. ¿ there were some linear wear markings on the articular surfaces primarily medially. I then used the disimpactor and was able to disimpact the femoral component cleanly from the cement mantle with no attachment.¿ the patient was transferred to the recovery room in stable condition. There is no other information available.

Manufacturer narrative:
Additional information ¿ b5, & b7 h3. Investigation results-the revision reported was likely the result of prosthesis wear, osteolysis, patellar wear, and an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening. The extent and root cause of the prosthesis wear, osteolysis, patellar wear, and femoral loosening could not be confirmed as the devices were not returned for evaluation. These devices are used for treatment not diagnosis. Correction- h7, h9 the femoral component is not a recall device.